Event description:
It was reported the device had reached battery end of life and it was explanted and replaced. During explant, it was not possible to move the set screw in the header of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion. It was also noted that the grommet and set screw were damaged. The analyst noted that the set screw and grommet damage was caused by using the incorrect wrench.